Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a transpac® IV monitoring kit, 84", disposable transducer, 3 ml squeeze flush device, macrodrip un-bonded. The device reportedly broke underneath the zeroing stopcock at the luer lock connection going to the patient (above the zeroing out stopcock). There was no report of any human harm as a result of this complaint/issue. This emdr represents 13 instances of the same reported failure on the same product, the lot number(s) is/are unknown.